Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have thermal damage on the distal clevis, and noted there were potential signs of arcing. The monopolar yaw pulley was found to have thermal damage at the distal end likely due to air firing, and potential signs of arcing were noted. The distal part of the instrument was taken apart and the conductor cap was found to have thermal damage, and potential signs of arcing were noted. The instrument was found to have thermal damage at the proximal clevis, and potential signs of arcing were noted. It was found the permanent cautery hook (pch) instrument had 5 lives remaining. A log review was conducted, which resulted in the following findings: it was noted the permanent cautery hook (pch) (470183-11) n10170720-0039 was last used on (B)(6) 2018 on a cholecystectomy procedure performed by dr. (B)(6) with system sk1352. As of 4/21/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 5th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument had melted plastic around the tips. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator was unable to provide further information regarding the reported event. It was noted the instrument and cannula were inspected before use, and nothing out of the ordinary was observed. The robotics coordinator informed the instrument was found damaged while it was in use. The generator settings were set to 40 cut and 40 coag. It was stated the instrument was in use for 5 minutes before the reported issue. No arcing or collisions with other instruments were noted. The robotic coordinator stated there was no injury to the patient, and the patient has not returned for any post-surgical complications.